Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd july 2025, it was reported by an arthrex's employee via email that 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, both their anchor broke during insertion. When the 1st unit of ar-1927bcf-45 broke during insertion, the surgeon changed to the 2nd unit of ar-1927bcf-45, but the same issue happened again. This was detected during multiple ligament injuries procedures on (B)(6) 2025. The procedure was completed successfully by changing to a new ar-1927bcf-45. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unapckaged ar-1927bcf-45 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire® batch 15322321 was received for evaluation. Visual inspection noted that the inserter was returned with the anchor still attached to its tip. Evaluation of the anchor revealed that the implant was broken in half, and the resulting fragments from the break were not received for assessment. Additionally, the remaining anchor threads appeared warped. No damage was noted on the sutures or inserter. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.